Event description:
Event description: customer reported an overinfusion of nipride. The anesthesiologist was titrating nipride and intended to change the rate from 0.6 mcg/kg/min to 0.7 mcg/kg/min. Five minutes after changing the number from six to seven, he noted the rate was 7.0 mcg/kg/min. The doctor stopped the infusion and gave an unk medication to increase the blood pressure. The pt recovered with no ill effects. Investigation: review of device log showed the overinfusion was a result of a programming error. The device user interface is designed such that when a value is to be changed, the user must enter the entire value string. When changing a fractional value, the user must enter the decimal point as part of the entry. The user is also instructed to verify correct infusion parameter entry before starting the infusion.

Manufacturer narrative:
Pt info requested and all available info is included.